Manufacturer narrative:
We have concluded our investigation into this report for product 40230 0uni-solve wipes bx 50 adh rem. The product, intended to use in treatment, was not returned for evaluation. As no sample was returned, a sample inspection could not be performed. As no lot number was indicated, batch record review could not be performed. There was no relationship between the reported event and the product. A three-year complaint history review was completed. There have been three complaints of burning or adverse events, which would not indicate a trend. Risk management review was completed. No risk was identified for this product code. However, it can be confirmed that each batch released to market undergoes full testing as outlined in the finished product specification, and must comply with all the requirements. The product met all specifications upon release into distribution. There have been no changes to the manufacturing process or raw materials used that may have caused or contributed to the incident highlighted in this complaint. The uni-solve wipes contain isopropyl alcohol, which causes a burning sensation when applied. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. Complaints of a similar nature will be closely monitored for any adverse trends and further action considered. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the item was burning while using it.